Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for partial retraction with the incident lot was not observed. A review of the device history record was completed for the potential incident lots provided and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that after use the needle was not retracting or the retraction was delayed with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: it was reported that the ut was not retracting after she clicked on the button. "23g ut did not retract all the way. Customer stated that she had 3 incidents of 23g ut not retracting. She said after she clicked the button, she felt the needle was stuck and only half of the needle retracted, when she tried to pull or thug the tubing, then it retracted all the way."

Manufacturer narrative:
Medical device type: jka/fpa. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use the needle was not retracting or the retraction was delayed with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: it was reported that the ut was not retracting after she clicked on the button. "23g ut did not retract all the way. Customer stated that she had 3 incidents of 23g ut not retracting. She said after she clicked the button, she felt the needle was stuck and only half of the needle retracted, when she tried to pull or thug the tubing, then it retracted all the way."